Event description:
It was reported that during a robotic mvr procedure, the intraclude balloon was placed according to the IFU and after inflation and initial dose of antegrade cardioplegia and arrest of the heart it was noted that there was some atrial activity noted on the monitor. After looking on echo at the balloon it was noted that it had migrated to the valve. Dr. Zwischenberger repositioned the balloon and the case was continued. 45 minutes later into the case there was again atrial rhythm and rise in the root pressure. Looking on echo it was noted that the balloon had migrated to the aortic valve again. The balloon was repositioned a second time and the depth markers were noted and watched for movement. Every few minutes the catheter was examined and it was found that the catheter had migrated 1cm. The locking clamp was not working. Team pulled the catheter back the 1 cm and used umbilical tape around the hub and clamped it to the mayo stand for security. No further advancement of the catheter was noted after this adjustment and the icf100 was not replaced. The catheter was retained for return and inspection. Icf100 lot bslc2267. Patient has a history of chf, mv regurgitation, and hyperlipidemia. Patient 53 yo m. They used a 16fr 33cm gore dryseal introducer. It was placed just a few centimeters into the femoral artery and firmly secured to the patient (3 different anchor points). The second time it was repositioned the depth was 89cm. A few minutes later it was thought to have migrated and the depth was noted to be 90-91cm. The clinical specialist advising stated the IFU was followed. Diameter of the aorta at the location of balloon occlusion: 2.8cm at stj and 3.2cm at the pa. 31ml was used to reach aortic occlusion (total volume used unknown due to repositioning three times). The balloon internal pressure at establishment of aortic occlusion was 450mmhg, and there was no significant loss of balloon pressure during the procedure. There was minimal pulling/ tugging, but 'not to the point of injury to the catheter.' No damage to the balloon was noted and no blood was present in the saline when deflating the balloon. No exposure to category a infectious substances. Additional comments include the following- 'the balloon was repositioned against resistance... During the procedure. It was deflated slightly prior to repositioning (3x) and.... There was also chatter noted on the catheter indicating that the balloon advanced against the clamp.'

Manufacturer narrative:
H11 corrected data- includes h6 component code corrected and h6 device code corrected h11 manufacturer narrative updates/ additional information included b5 updated description of event, g3 aware date added, g6 follow up number added, h2 filled out for follow up report, h3 marked to indicate additional evaluation, h6 corrections as listed above as well as updates for type of investigation, investigation findings, and investigation conclusions. Additional information: h3 additional evaluation summary: the complaint of clamp lock locking difficulty was not confirmed with assessment. However, due to the findings of the core wire of the device being dislodged and the device stretched, the complaint code of balloon migration can be considered confirmed. Risk documentation/ labelling/ IFU appropriate. Pra/ CAPA/ scar not as no edwards/supplier manufacturing defect could be confirmed. Customer report of balloon migration and clamp lock issue were unable to be confirmed. Per the DHR review and investigation, the manufacturing data of the manufacturing lot was reviewed. No specific failures or rejects were noted for this specific lot. For the dislodged core wire the lot release testing data was reviewed for core wire versus hub tensile strength. No rejects/deviations were found in the lot release data. Though no excessive force was reported, there was evidence of device stretching in evaluation with the overall device length being 107 cm and the core wire being dislodged. Instructions for use does include "warning: avoid excessive shaft retraction/traction as damage to the catheter may occur." Per engineering, if the core wire becomes dislodged, migration may occur, which is why the complaint can be considered confirmed. A DHR review was performed, and no relevant non-conformances were identified. Based on the information available the complaint is confirmed, with the most likely cause of the migration being the core wire becoming dislodged during the procedure. Root cause of core wire dislodgement is unable to be traced to manufacturing due to mitigations in place. The clamp locking difficulties could not be replicated during evaluation. Assignable cause currently deemed as related to operational context for migration and not confirmed for locking difficulty. An edwards/ supplier defect has not been confirmed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that during a robotic mvr procedure, the intraclude balloon was placed according to the IFU and after inflation and initial dose of antegrade cardioplegia and arrest of the heart it was noted that there was some atrial activity noted on the monitor. After looking on echo at the balloon it was noted that it had migrated to the valve. Dr. (B)(6) repositioned the balloon and the case was continued. 45 minutes later into the case there was again atrial rhythm and rise in the root pressure. Looking on echo it was noted that the balloon had migrated to the aortic valve again. The balloon was repositioned a second time and the depth markers were noted and watched for movement. Every few minutes the catheter was examined and it was found that the catheter had migrated 1cm. The locking clamp was not working. Team pulled the catheter back the 1 cm and used umbilical tape around the hub and clamped it to the mayo stand for security. No further advancement of the catheter was noted after this adjustment and the icf100 was not replaced. The catheter was retained for return and inspection. Icf100 lot bslc2267. Patient has a history of chf, mv regurgitation, and hyperlipidemia. Patient 53 yo m. They used a 16fr 33cm gore dryseal introducer. It was placed just a few centimeters into the femoral artery and firmly secured to the patient (3 different anchor points). The second time it was repositioned the depth was 89cm. A few minutes later it was thought to have migrated and the depth was noted to be 90-91cm. The clinical specialist advising stated the IFU was followed. Diameter of the aorta at the location of balloon occlusion: 2.8cm at stj and 3.2cm at the pa. 31ml was used to reach aortic occlusion (total volume used unknown due to repositioning three times). The balloon internal pressure at establishment of aortic occlusion was 450mmhg, and there was no significant loss of balloon pressure during the procedure. There was minimal pulling/ tugging, but "not to the point of injury to the catheter." No damage to the balloon was noted and no blood was present in the saline when deflating the balloon. No exposure to category a infectious substances.

Manufacturer narrative:
H3 evaluation summary: per initial product evaluation summary- customer report of balloon migration and clamp lock issue were unable to be confirmed. As received, the blue clamp-lock device was in the locked position on the shaft at approximately the 89cm area and was able to be unlocked. All components were attached prior to lumen testing and balloon inflation. Balloon inflated clear and remained inflated without leakage. Balloon was able to be deflated without difficulty. Aortic root pressure lumen was found to be occluded with blood. All other through lumens were found to be patent without any leakage or occlusion. Length from distal balloon tip to the distal end of the hub was approximately 107cm. No visible damage appeared to be on the balloon. X-ray revealed that the core wire had moved compared to a sample device. Two white tapes were observed attached to the hub approximately 12" and 13" in length. No other visual damages or abnormalities were found. H11: additional manufacturer narrative the investigation conclusion is still pending final evaluation and analysis. A supplemental report will be submitted accordingly once the evaluation has been completed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.